Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that the device had an odor of smoke and visual flames and smoke was seen from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.